Event description:
It was reported that air embolism occurred. The opticross hd imaging catheter was prepared per directions for use and advanced for ultrasound examination of the target lesion. On initial pullback, the image dropped out and no valuable images were obtained. There was air in the catheter which was shown on intravascular ultrasound. The catheter was flushed but more image drop out occurred and there was concern that more flushing would cause st elevation. Another catheter was prepped and the lesion re-imaged. During the procedure the patient experienced air embolism. The patient fully recovered.